Manufacturer narrative:
MDR was initially sent via cd. Cd was rejected and returned to corneagen. We became aware of this earlier today ((B)(6) 2018). Submitting via emdr now. [(B)(4)].

Event description:
Kamra inlay was explanted from patient due to reported induced astigmatism caused by epithelial ingrowth.